Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after withdrawing bd¿ saf-t e-z set from the deltoid region, the cannula was pulled out of the hub into the subcutaneous tissue of the patient. Patient was under monitor. Foreign complaints the following information was provided by initial reporter, translated from (B)(6) to english: ¿patient undergoing subcutaneous therapy, where after withdrawal of the material from the deltoid region, the needle got inside the subcutaneous tissue of the patient, with no possibility of withdrawal. Patient kept monitored.¿

Manufacturer narrative:
Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that after withdrawing bd¿ saf-t e-z set from the deltoid region, the cannula was pulled out of the hub into the subcutaneous tissue of the patient. Patient was under monitor. Foreign complaints the following information was provided by initial reporter, translated from portuguese to english: ¿patient undergoing subcutaneous therapy, where after withdrawal of the material from the deltoid region, the needle got inside the subcutaneous tissue of the patient, with no possibility of withdrawal. Patient kept monitored.¿